Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the brachial artery. The target lesion was located in the mildly calcified av shunt and subclavian vein. A 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however, on the second inflation at below the nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.